Event description:
I am a tandem tslim x2 insulin pump user and have been for many years now. I also use the tconnect mobile app to delivery insulin and manage my blood sugar and diabetes care. My dexcom g6 provides continuous glucose values via the tconnect mobile app as well. While I've been aware of the "battery depletion issue", I have never experienced it until today (possible late yesterday - (B)(6) 2024). Yesterday (B)(6), I received an email message from tandem indicating: "tandem strongly recommends that you take actions to update your mobile app version 2.8.2 as soon as possible to help mitigate this (battery depletion) risk." Between 7pm and 8pm est, I updated by tconnect mobile app to version 2.8.2. It has been some time since I've updated this particular app. I typically charge my pump every 3 to 4 days once I see the battery life at approximately 50%. Therefore, about 50% of the pump battery life drains over 3-4 days of normal pump usage for me. Yesterday morning (B)(6), I charged my pump and the battery life was at approximately 90% by early morning. Normally, this would last me a very long time... Possibly 5 or 6 days to depletion! As a result, I don't monitor my pump battery life very often. I also don't allow my pump battery to ever fall below 35% to 40%. Ever. I've never even seen what 10% battery life "looks like" on my pump. I updated my app to v2.8.2 yesterday evening, and overnight (at about 5:30am) I awoke to my pump vibrating and showing a battery life of 10%, which is highly unusual for me. The only reason for me experiencing the "battery deficiency" issue can be related to the app upgrade to v2.8.2 which is the action that is supposed to "fix" the issue (that I never experienced). I'm very concerned for other pump users! I contacted tandem technical support and they advised me to uninstall the app software and reload it. I did that. My pump is charging. I'll see if I continue to experience any issues. Of important technical note... I confirmed that my app version was 2.8.2 both before I deleted the app, and again after I reinstalled it. I can be reached at (B)(6) should additional details be needed. My email is (B)(6).